Manufacturer narrative:
Device evaluation: the manufacturer's product support engineer confirmed the reported problem. Resolution and disposition:the manufacturer's product support engineer replaced the power supply and main wire harness to resolve the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the machine is not switching on. No patient involvement was reported.